Event description:
I had the essure procedure done on (B)(6) 2009. I have had several serious side effects over the last 4 years. Side effects include severe cramping, heavy periods, 3 week cycle, hair loss, weight gain, skin problems, dizziness, seeing spots, migraines, severe aches and pains. I had none of these symptoms prior to essure. I have had a skin test and I believe that I am allergic to nickel which I think may be the cause of several of my issues. My implanting doctor does not believe essure is the cause of these symptoms. I am now suffering from severe depression because of my health issues.